Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 296 mg/dl. Troubleshooting was performed and found that the basal rates were intact. The prime and high pressure tests passed. The customer stated that no insulin was exiting during the manual prime. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.